Event description:
The customer reported that the unit was alarming due to a problem with the backup battery. The customer reported the unit was in use on a pt and there was no pt harm. Review of the ventilator diagnostic log noted a 24/+ -12v power fail occurrence. During evaluation the manufacturers service technician reported the device shut down while connected to the backup battery when ac power was removed. The service technician replaced the power supply and backup battery to address the reported problem. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications.